Event description:
It was reported that high lead impedance was found on patient vns system. Attempts for additional relevant information have been unsuccessful to date.

Event description:
Additional information was received that x-rays were taken and were reported by the physician to be unremarkable. Last good diagnostics results were obtained on (B)(6) 2015. It was reported by medical professional that the patient will be evaluated for vns efficayc in terms of seizure control. No known surgical interventions have occurred to date.